Event description:
A consumer reported that following use of this product, it burned his eyes for a few days, he had to go to the hosp where tests were performed on his eyes, and he could "barely see at all." He reported he was given antibiotic and anti-inflammatory drops and the burning resolved within a few days. He reported he couldn't sleep because of the pain and was unable to work. He reported the product, upon use, was "discolored and not as liquefied as it should have been." Add'l info on has been requested.

Manufacturer narrative:
Eval summary: no lot code was reported or sample provided by the customer. No root cause can be determined at this time. Add'l info was requested on 2/9/2012 by phone and email. Add'l info has not been received. (B)(4).